Event description:
It was reported that the blue port separated from the tubing allowing air in and leaked an unspecified fluid.

Manufacturer narrative:
The customer¿s report that the blue port separated from the tubing allowing air in and leaked was confirmed. Visual inspection of the set noted that the white female luer adapter of the smartsite valve that is welded to the clear smartsite body was broken off and detached from the rest of the set. The blue smartsite piston remained in place within the smartsite's body. Looking down onto the cylindrical top of the clear smartsite body, white stress marks were observed. No tubing separations or other anomalies were observed. Functional testing confirmed the clear bodies of the valves broke away from the fla with the broken pieces of the clear bodies remaining within the fla. Lateral force is required to cause this type of damage but the root cause for the lateral force was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the blue port separated from the tubing allowing air in and leaked an unspecified fluid.